Manufacturer narrative:
Date of event: unknown, not provided, best estimate is between (B)(6) 2013 and (B)(6) 2020 (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was cloudy, so it was explanted in a secondary surgical procedure. The iol was cut to be taken out of the patient's eye. Initially, it was stated that the doctor kept one of the three cut pieces of the iol in a balanced salt solution (bss) to look at it under microscope. However, later it was reported that the extracted lens will not be sent to johnson & johnson. There was no indication of patient dissatisfaction and no patient injury was reported. No further information was provided.